Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional information: e1(event site state - sg). It was reported that the cardiosave intra-aortic balloon pump (iabp) had an interface issue. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the his/cis settings to be off. So in order to fix the issue, the fse adjusted and restored the configuration so that the unit can interface with the philips mx800 monitoring system and to the epic hospital electronic medical records. The unit passed all calibration and functional tests. The unit was then returned to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an interface issue. There was no patient involved.